Event description:
Same case as MDR ID# 2134265-2010-03733. It was reported that during a percutaneous translumial angioplasty (pta) stenting treatment procedure, positioning and removal difficulties occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed de novo lesion was located in the mildly tortuous and moderately calcified common iliac artery (cia). The lesion was pre dilated with a 6mm wanda balloon catheter. A 10.0x40x75cm express vascular ld premounted stent system was advanced and difficulty crossing the lesion was encountered. The physician then made attempt to withdraw the stent system through the introducer sheath but was unsuccessful, and as a result the stent was placed just before the target lesion. After stent placement and during the second withdraw attempt, the stent system would not "come back easily through the introducer" and got stuck. The procedure was completed with a different device. The patient experienced some abdominal pain post procedure. The patient status is good.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a defective lcd. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.